Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-03117 for the spyscope ds ii and report number 3005099803-2025-03118 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of migrated stent in the bile duct on (B)(6) 2025. During the procedure, the spyscope ds ii had a black and white image. The spyscope ds ii was unplugged and re-plugged back into the spy ds controller, restarted the controller and re-plugging the video cables; however, the same problem occurred. Reportedly, they switched to a new s-video cable and confirmed that the video cable supplied by boston scientific was the problem. The procedure was aborted due to this event and will be rescheduled. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.